Event description:
It was reported that the centrimag (cmag) stopped while it was on extracorporeal membrane oxygenation (ECMO) and displayed motor failure error message. The motor and backup console were switched out.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed. Initial reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient was stable through changeout process. Console: MFR # 3003306248-2022-14509.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical system stop with a ¿motor failure¿ error was not confirmed. The returned centrimag motor (serial number (B)(6) was received at the service depot. The motor was functionally tested for an extended period alongside known working test centrimag equipment and was found to perform as intended, even when the motor¿s cable was manipulated by hand. The serviced and tested motor was returned to the customer site after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Section 10, entitled "emergency/trouble shooting" of the centrimag primary console operating manual states: "the recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The centrimag primary console operating manual instructs users on how to resolve alarms that sound from the primary centrimag console and what steps to take in situations where alarms cannot resolve. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.